Manufacturer narrative:
Pump received with broken reservoir tube lip a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a piece has fallen off from the device¿s reservoir area the customer¿s blood glucose level at the time of the incident is unknown. Device was not bumped or dropped, nor was there a car accident. Report does not state whether the device was able to lock into place or not. No further details or information available. The device will be returned for analysis.